Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. The customer was contacted for the return of the suspect device and it was confirmed that it will not be returned for evaluation at this time. The device history file was returned and evaluated. Evaluation found that the device did reset on two occasions. However, root cause could not be firmly established without the return of the device. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) the device restarted/rebooted power inappropriately. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent functional testing, the malfunction was not duplicated.